Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence is complete and no additional information is available.

Event description:
It was reported that the device was not grafting properly. No patient involvement was noted, and event occurred outside of surgery. Due diligence is in progress for this complaint; to date no additional information has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation and investigation. Once the investigation is complete, a supplemental report will be filed.